Event description:
It was reported that there are seeing lines in images, causing the patient to be re-exposed. It was determined that these are symmetrical gate lines and the array needs to be replaced.